Manufacturer narrative:
Updated section b5 (describe event or problem) added information to section b7 (other relevant history, including preexisting medical conditions), h6 (clinical code), h6 (investigation findings) and h6 (investigations conclusions). Corrected section e2 (health professional?). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely cause is patient factors, including chronic renal failure, dyslipidemia and diabetes mellitus.

Event description:
Per the report received from italy a 76-year old patient with a valve model 7300tfx31 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately six (6) years and one (1) month due to valve degeneration leading to severe stenosis (mean gradient 12 mmhg). The patient presented with heart failure. A 29mm transcatheter valve was implanted within the pre-existing surgical edwards valve with a perfect result. The patient was discharged home.

Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "(B)(6) 2018". Therefore, (B)(6) 2018 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy a 76-year-old patient with a valve model 7300tfx31 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately six (6) years and one (1) month due to valve degeneration leading to severe stenosis. A 29mm transcatheter valve was implanted within the pre-existing surgical valve with a perfect result.